Event description:
It was reported that (8) devices were used during an unknown procedure. It was reported by the affiliate that the (1) er320 device and (7) er420 devices, fired clips open or fired more than one clip at a time. No further details available. There was no consequence to the pt.